Manufacturer narrative:
(B)(4). Result of investigation: the service technician performed all testing using a good known test ac adapter as well as a good known test patient circuit. The ventilator then passed the 89 hour extended tests at the customer's settings. The ventilator failed the peep pilot pressure test on the final test. The slight non-conformity will not affect the way the ventilator ventilates. The customer requested to have the unit to be sent back unrepaired.

Event description:
The customer initially reported that the patient passed away while on the ventilator. The patient became decannulated, and the nurse on staff did not know how to bag the patient, and the patient expired. After reaching out to the customer for additional information, the customer informed carefusion that the patient did not pass away at home, the patient was transferred to the hospital and was determined brain dead then removed from life support.